Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016 during a procedure, a patient was being treated for a naso-orbitoethmoid (noe) fracture. The surgeon was using a 2.4mm threaded reduction tool self-drilling 78mm hex-sterile; the threaded reduction tool was used to reduce the tripod fracture. As the surgeon moved the fracture into reduction, the threaded reduction tool broke leaving a piece in the zygoma. The surgeon drilled around the broken piece and removed the item from the patient. Due to the required additional intervention; there was a surgical delay of 25 minutes, the outcome of the surgery was good. This report is 1 of 1 for (B)(4).